Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-15. H6: investigation summary. Bd received samples for investigation. Functional testing was performed by manufacturer on 10 retention samples of the same lot along with 10 control samples. No issues were observed relating to samples not freezing as all samples met specifications and froze during functional testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the sample quality issue (serum not freezing) indicated. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum the samples were not stored at the proper temperature. The following information was provided by the initial reporter. The customer stated: "samples where taken for a research study. The samples were taken (B)(6) 2021. Samples were centrifuged at 4000g, 4 min. Refrigerated for 24 hours and transported in cool bag. (B)(6) 2021 samples were frozen in -20, the freezer is monitored. (B)(6) 2021 samples where checked and 6 of 25 in one rack and 7 of 34 in another rack the serum had not frozen. Samples were inverted and put back. On inspection again (B)(6) 2021 only 1 sample still remained unfrozen, this sample was inverted and after 1 hour also this sample froze.".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed . And the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum the samples were not stored at the proper temperature. The following information was provided by the initial reporter. The customer stated: "samples where taken for a research study. The samples were taken (B)(6) 2021. Samples were centrifuged at 4000g, 4 min. Refrigerated for 24 hours and transported in cool bag. (B)(6) 2021 samples were frozen in -20, the freezer is monitored. (B)(6) 2021 samples where checked and 6 of 25 in one rack and 7 of 34 in another rack the serum had not frozen. Samples were inverted and put back. On inspection again (B)(6) 2021 only 1 sample still remained unfrozen, this sample was inverted and after 1 hour also this sample froze."